Manufacturer narrative:
Customer service confirmed with the customer that the pump does turn on. The customer did not want to test the pump with the battery pack or complete any other troubleshooting. The customer was sent a replacement pump, was referred to a lactation consultant or healthcare professional and was asked to return the original pump for evaluation. A medela clinician made several attempts to contact the customer and provide her with assistance in resolving clogged ducts to address the customer's concern about a recurrence of mastitis. The customer responded once with "the new electric pump is working fine and I did send the broken one back last week." There is no indication that the clogged ducts progressed to mastitis. This medwatch is being filed in response to the customer's indication that she had mastitis "before." A search of complaint data for a previous report by this customer yielded no results. The device was returned to medela on 05/25/2017 and evaluated. The returned device powered on with both the customer and lab power supplies and it met vacuum specifications; however, it did produce a noise. The customer's complaint of the device not powering on could not be confirmed. See attached product evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer alleged to customer service that she was using her pump in style advanced breastpump for approximately 20 minutes when it made a noise and turned off. She alleged that it will turn back on, but then turns off during use. She indicated that the motor does not sound "like it used to." She experienced a clogged duct for which she did not seek medical treatment. She indicated that she had mastitis "before," while using her medela breastpump, for which she was prescribed antibiotics. She is concerned about a recurrence of mastitis.